Manufacturer narrative:
The manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. The manufacturer defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to be charged or communicate with external devices. In turn, the patient ceased using the device and thus it is now inoperable. Surgical intervention may take place at a later date.

Event description:
Follow up revealed that the patient underwent surgery to have their ipg replaced with a diferent model. Effective therapy was restored post operatively.